Manufacturer narrative:
Concomitant medical products: 4524 lead, implanted: (B)(6) 1999; 407658 lead, implanted: (B)(6) 2013; 5092 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three pacing leads, previously capped for unknown reasons, were explanted and replaced. No patient complications have been reported as a result of this event.